Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the adherence of foreign material inside the air/water nozzle stemming from insufficient reprocessing of the device (not implemented in line with the instructions for use), leading to clogging of the nozzle. The cause of foreign material flowing inside the nozzle could not be further presumed, as detailed information on the handling of the device was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Due to the elongation of the angle wire, the bending angle in the up direction was out of specification. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. There was a pinhole in the forceps channel. The distal end was scratched. The distal end adhesive was cracked and chipped. The connector was dirty due to a water leakage. The adhesive around both lenses was white and cloudy. The cover was also found burnt and scratched as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis lucera elite colonovideoscope due to an angulation issue. There was no patient harm reported from the above event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle.